Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was delivering a higher tidal volume than what was set. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.